Event description:
An optometrist reported that a patient presented with blurry vision and a mild foreign body sensation in the right eye six days post photorefractive keratectomy. The patient was noted to possibly have herpes keratitis in the right eye. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event; the laser was successfully verified prior to the date of the event. The log file review shows no abnormalities that could have contributed to the reported event. The treatments were completed to 100% and all laser system functions were within specifications on the date of treatment. No technical root cause could be determined, system is performing within specifications. (B)(4).